Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The complained zero-p implants have been subjected to an investigation with reference to the manufacturing and material documents and it has been found that all specifications were met and have been followed. Based on this result, we can rule out any manufacturing error. No product error could be found.

Event description:
It was reported that the plate on the zero-p cage has become loosened very lightly during the implant of the cage. This is report 2 of 2 for complaint (B)(4).